Event description:
Per independent repair center statement, unit had low o2 or yellow light. The key failure was that the o-ring gasket on the sieve beds were leaking. Another issue was that a homefill part was defective.